Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support and advised the patient had been hospitalized for catheter repositioning and peritonitis. Upon follow up, the pdrn stated the patient was hospitalized for catheter repositioning, and developed peritonitis during the hospitalization. The hospitalization dates were not provided. The cause of the patient¿s peritonitis was unknown. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. The patient recovered and was discharged from the hospital. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Outcomes - checked yes for hospitalization. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
While there is temporal relationship between ccpd therapy and the patient¿s peritonitis; there is no documentation that indicates the event was caused by device malfunction or product deficiency. The patient had a history or poor pd drains and was hospitalized for pd catheter (not a fresenius product) repositioning and subsequently while hospitalized the patient developed peritonitis. The exact cause of the patient¿s peritonitis cannot be determined with the available information. However, the patient¿s pd catheter (not a fresenius product) is a likely cofounding factor.